Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Photograph analysis a photograph of the staple line was received. The following observations were made. Based on the location along the staple line and the fact that the staples are not formed, it appears that the staple cartridge deck deflected (rolled inward) slightly causing the staples to miss the anvil and going into the knife slot. The staple cartridge deflection; however, rare can occur if the tissue is too thick and cannot be brought into compliance, by the device's compression force which is determine by both the tissue thickness and by the cartridge color selected. It is important to note that waiting the full 15 seconds is also a contributor to successfully bring the tissue into compliance. It is; therefore, concluded that the tissue was too thick for the staple cartridge selection

Event description:
It was reported that during an open pancreatoduodenectomy, staples closest to the cut line of the oral side were unformed (legs unformed) when the device was used at 3cm from the pylorus at the 1st firing. The staple height was gold. The unformed staples were removed and additional suture was performed. When the same device was used on the jejunum, it functioned properly. There were no adverse consequences to the patient.